Event description:
It was reported that insulin drips were not observed to be exiting the tubing during the load fill process. The customer went to the emergency room with a blood glucose of 577 mg/dl with ketones that were not identified as dangerous by healthcare provider. The customer was treated with intravenous fluids of saline and insulin to address the bg, which resolved the issue with no permanent damage. The customer was released the same day. System check with tandem technical support confirmed the pump was functioning as intended, additionally the cartridge and infusion set had been in use for more than 48 hours with humalog insulin. Tandem technical support educated the customer on insulin labeling.